Event description:
It was reported that during post use inspection, the cardiosave intra-aortic balloon pump (iabp) had an error occur during the safety disc leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type), h10, h11 corrected fields: d9, h3, h6(investigation findings). A getinge field service engineer( fse) evaluated unit. History of fault log#58. Fse confirmed that the rotation speed of the motor is higher than that in the compressor output test. Cleaned the contacts of the compressor and compressor connections. System startup test, long running test. After testing, fse confirmed that the symptoms had improved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
There was no more information provided. A supplement report will be sent if additional information is provided h3 other text : not returned to manufacturer.